Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/23/2015.

Event description:
Procedure - hysterectomy. According to the reported, the balloon broke. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, nothing fell into cavity, no reinforcement material used. They used another balloon to finish the procedure.

Manufacturer narrative:
(B)(4).